Manufacturer narrative:
Expected return of subject device. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm 7300tfxj mitral valve was explanted after an unknown implant duration due to unknown reason. The patient status was reported as "under treatment".

Event description:
It was reported and learned through investigation, that a 27mm 7300tfxj mitral valve was explanted after an implant duration of ten (10) years, three (3) months due to leaflet tear, thickened leaflets, and pannus. The patient status was reported as under treatment. The patient concomitantly underwent a aortic valve replacement .

Manufacturer narrative:
H3: report was of unknown reasons and was unable to be confirmed. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was moderate at both the outflow and inflow aspects. Leaflets were thickened and swollen at the free margins near the commissures 1 and 3. Leaflet 2 had a 10mm long tear along the wireform. Sewing ring cloth had multiple cuts around the valve. Subvalvular apparatus was observed around the sewing ring around leaflet 2. Multiple pledgets and sutures were observed around the sewing ring. Updated sections: a1, a2, b5, d4 serial number, d6a, d9, g3, g6, h2, h3, h6 component code, device code(s), and type of investigation. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.